Manufacturer narrative:
Cepheid was able to reproduce the negative results reported by the customer with xpert mrsa/sa bc. The spa target is not detected by our primers and probes. Wgs analysis confirmed that the isolate is a staphylococcus aureus (st15 by mlst). When aligned with a reference s. Aureus strain, we can see a large deletion (~40kbp) that starts right after the siderophores (sirb and sirc), includes the entire spa gene, and ends right before orfx (rmlh). The lack of spa region to amplify explains why our tests were negative. The online tool cge confirmed that the isolate cannot be spa-typed. We cannot confirm whether the isolate started as an mrsa (st15 is typically known as an mssa but mrsa of this sequence type have been reported), but the deletion has contributed to the loss of most antimicrobial resistance.

Manufacturer narrative:
Us customer contacted cepheid to report discrepant result with xpert mrsa/sa bc. Patient presented to the emergency department with shortness of breath. Sample 1 was collected from the patient on (B)(6) 2024. On (B)(6) 2024 sample was ran on xpert mrsa/sa bc which resulted in mrsa negative, sa negative. This result was not reported to the physician. Sample was then retested on (B)(6) 2024 using maldi-tof which resulted in staph aureus positive. This result was reported to the physician. Sample was retested a 2nd time using xpert mrsa/sa bc which resulted in mrsa negative, sa negative. This result was not reported to the physician. The sample was retested a 3rd time on (B)(6) 2024 using bd phoenix m50 resulting oxacillin susceptible. This result was reported to the physician. Samples were processed per package insert. The bottle was in the incubator for approximately 7 hours before being pulled out after being flagged positive. Gram stain performed and gram-positive cocci in clusters observed. Blood, macconkey, cna, chocolate, and cdc agar used for culture. No mixed culture observed. Maldi identified as staph aureus. Cepheid result was mrsa negative, s. Aureus negative, which prompted the retest. Sample was incubated at 34-37°c between retests. Cepheid result is being questioned. Susceptibility performed on bd phoenix m50. Result was less than or equal to 0.25 ug/ml (oxacillin). Delay in patient result due to discrepant result between maldi and cepheid. Sample 2 was collected from the patient on (B)(6) 2024. On (B)(6) 2024, the 2nd sample was run on xpert mrsa/sa bc which resulted in mrsa negative, sa negative. This result was not reported to the physician. Sample 2 was then retested on (B)(6) 2024 and ran on maldi-tof which resulted in staph aureus positive. This result was reported to the physician. The bottle was in the incubator for approximately 2 hours before being pulled out after being flagged positive. Gram stain performed and gram-positive cocci in clusters observed. Blood, macconkey, cna, chocolate, and cdc agar used for culture. No mixed culture observed. This discrepant report concerns an xpert mrsa/sa bc test that was reported as mrsa-negative sa negative but the culture grew a methicillin-susceptible staphylococcus aureus. The cycle threshold values were 0 for the spa and meca target and very late (38.1 and 36) for scc in the original and repeat test, indicating that a s. Aureus strain with mutations or deletions in the spa gene that are preventing detection by our test is likely present. The customer confirmed that the negative xpert mrsa/sa bc result did not have any impact on the patient's health or antibiotic therapy. The patient received preemptive antibiotic. Cepheid has requested the isolate for investigation to learn the type of mutation and strain. At this point, the investigation is still ongoing. Sample is pending return and in-house investigation. At this time, no patient harm has been reported. A supplemental report will be submitted once additional information is received. In section b1 'product problem' and section h3 'malfunction' were selected as these sections are required for submission. However, there is not enough information at this time to make a determination.

Event description:
Us customer contacted cepheid to report discrepant result with xpert mrsa/sa bc. Patient presented to the emergency department with shortness of breath. Sample 1 was collected from the patient on (B)(6) 2024. On (B)(6) 2024 sample was ran on xpert mrsa/sa bc which resulted in mrsa negative, sa negative. This result was not reported to the physician. Sample was then retested on (B)(6) 2024 using maldi-tof which resulted in staph aureus positive. This result was reported to the physician. Sample was retested a 2nd time using xpert mrsa/sa bc which resulted in mrsa negative, sa negative. This result was not reported to the physician. The sample was retested a 3rd time on (B)(6) 2024 using bd phoenix m50 resulting susceptible. This result was reported to the physician. Samples were processed per package insert. The bottle was in the incubator for approximately 7 hours before being pulled out after being flagged positive. Gram stain performed and gram-positive cocci in clusters observed. Blood, macconkey, cna, chocolate, and cdc agar used for culture. No mixed culture observed. Maldi identified as staph aureus. Cepheid result was mrsa negative, s. Aureus negative, which prompted the retest. Sample was incubated at 34-37cbetween retests. Cepheid result is being questioned. Susceptibility performed on bd phoenix m50. Result was less than or equal to 0.25 ug/ml (oxacillin). Delay in patient result due to discrepant result between maldi and cepheid. Sample 2 was collected from the patient on (B)(6) 2024. On (B)(6) 2024, the 2nd sample was run on xpert mrsa/sa bc which resulted in mrsa negative, sa negative. This result was not reported to the physician. Sample 2 was then retested on (B)(6) 2024 and ran on maldi-tof which resulted in staph aureus positive. This result was reported to the physician. The bottle was in the incubator for approximately 2 hours before being pulled out after being flagged positive. Gram stain performed and gram-positive cocci in clusters observed. Blood, macconkey, cna, chocolate, and cdc agar used for culture. No mixed culture observed.